Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine generator change. Prior to procedure, device interrogation revealed abnormal sensing values from the atrial lead. Atrial sensing was not consistent with atrial arrhythmia. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.